Event description:
Reportedly, the handle broke when instrument was fired, and the anastomosis was only partially completed. There was tissue loss due to recutting of the colon. The anastomosis was hand sewn and a preventive colostomy was performed.